Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation and initially inflated at 12 atmospheres in 30 seconds. However, during second inflation at 20 atmospheres in 30 seconds, the balloon distally ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition after the procedure.